Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, customer alleged to incorrectly calculating the carbohydrates that were bloused for and not consuming enough food to cover the bolus delivered. Customer required assistance consuming glucose tablets and cola to address bg. Recommendation was made to discuss diabetes management with a health care professional.